Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, no capture and low impedance. The right ventricular (rv) lead exhibited high thresholds and low impedance. The ra lead and rv lead were capped and replaced. No patient complications have been reported as a result of this event.